Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 81 mg/dl. At the emergency room the customer was treated with intravenous fluid. The customer was not wearing the insulin pump at the time of the hospitalization and had been disconnected from the insulin pump for less then forty-eight hours. The customer stated that the insulin pump alarmed for low blood glucose. The customer checked the reservoir and it was completely empty. The customer stated that they do not know how but the insulin pump delivered 113 units of insulin at once. The customer stated that they had filled the reservoir earlier that evening and went to bed. At the time of the incident the customer's blood glucose was 32 mg/dl which was treated with food; the customer ate a very large amount of fast acting carbohydrate containing food the customer's blood glucose was 153 mg/dl at the time of the call. Troubleshooting was completed. The customer stated that prior to the incident they were priming the insulin pump but they were disconnected during the rewind/prime sequence. The customer stated that they have discontinued the use of the insulin pump. The customer stated that they did a visual check and the amount of insulin in the reservoir is showing less than what is on the status screen. The customer stated that the reservoir was not manipulated while connected at the time of the incident. The reservoir will not be returned for analysis.